Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain in the trunk/limbs. It was reported that the patient¿s ¿machine was not functioning and their stimulator was not working,¿ which was clarified to mean that they could no longer feel stimulation when they woke up this morning ((B)(6) 2017). The patient stated that they had no falls or traumas that could be associated with the loss of stimulation and they had not been recently programmed. They reported that they could turn their ins on and off using both the patient programmer (pp) and their recharger (insr), but they were not feeling stimulation. They indicated that they had tried switching between groups and programs and also tried to increase the amplitude, but nothing brought their stimulation sensation back. Patient services had the patient sync with their ins using their pp during the call and it was reported that the patient seemed to know what they were doing to recognize the pp icons and make appropriate changes. It was confirmed that the ins was three quarters of the way charged and it had been recently charged. The patient was redirected to follow-up with their healthcare provider (hcp) to address their loss of stimulation. No further complications were reported/anticipated.